Event description:
During a percutaneous transluminal angioplasty through an anastomosis stricture the balloon ruptured. The target lesion was the arterial-venous anastomosis used for dialysis in the forearm. There were no anomalies noted during product inspection or when prepping device. The product was prepped according to the instructions for use. An indeflator was use for inflating balloon however the report indicated that balloon ruptured occurred at nominal pressure. There was no balloon leakage observed. There was no separation of any balloon was withdrawn through the sheath introducer without difficulty. There was no adverse consequence to the pt. As per contact, there are no additional pt, vessel, lesion, or procedural info available.